Manufacturer narrative:
Product analysis: the catheter shaft was kinked immediately distal to the strain relief. There was no further damage evident to the device. There were no issues noted operating the deployment mechanism when retracting the sheath. (B)(4)

Event description:
The physician was attempting to use a complete se stent to treat a moderately calcified left proximal sfa fibrous lesion exhibiting total occlusion and slight vessel tortuosity. The lesion had been pre-dilated. The device was removed from its packaging and inspected and prepped as per IFU with no issues noted. The device was kept straight and the handle fixed during attempted deployment. During the procedure, the physician reported experiencing deployment difficulties. A 6x150mm stent had already been deployed distally. The complete se 6x150mm stent entered patient with minimal overlap passing through the previously deployed stent. Several turns were made until stent flowered as usual. The two gray buttons were depressed and slid all the way back. The proximal stent did not fully deploy. Device handle was moved back and forth several times. Stent finally released after rotating the deployment knob several time. The stent was fully expanded prior to attempting to remove the delivery system. The stent was deployed and the delivery system was manipulated during removal. No complications reported to have followed. No resistance was encountered when advancing the device and no excessive force used during delivery. No patient injury reported.